Event description:
Bard powerpicc provena catheter: lot reox0526. During attempt to place PICC line, guide wire unable to be threaded all the way. Attempted to remove the guide wire, but wire would not dislodge from the needle. Removed needle to also help remove the rest of the wire from patients arm. Guide wire did not fully come out with needle either. Wire tip and attached filament. Ref MFR# 3006260740-2020-03421.